Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-06-30 UDI #: (B)(4) mfg date: 2017-06-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that two ventricular assist device (vad) batteries exhibited critical battery alarms despite having greater than twenty-five percent charge capacity. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Two batteries (B)(4) were not returned for evaluation. Failure analysis of the devices was not performed since the units were not returned. Log file analysis revealed that the controller in use during the reported event, con308881, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm close to the event date due to communication errors involving (B)(4). As a result, the reported event was confirmed via log files review. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Additional products: battery (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: (B)(4). No, device evaluation anticipated, but not yet begun. (B)(4). If information is provided in the future, a supplemental report will be issued.